Manufacturer narrative:
The insulin pump was received with button error alarms and no button response due to flattened button dome switch. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.(B)(4)

Event description:
Customer reported via phone call, he was attempting to fill the tubing and she couldn't get past the fill process on the insulin pump. Also the act and esc buttons are hard to push on the device. He didn't recall his blood glucose level at the time the issue occurred. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.